Event description:
This is follow up#1 to report the results from the internal investigation and the conclusion. The aware date is based on when the batch record review was completed. As reported in the initial: it was reported through a legal event that a 75 year old patient had ventral hernia repair surgery on or about (B)(6) 2010. During decedent¿s hernia repair surgery, decedent¿s surgeon implanted a strattice mesh; (B)(6), 0616002. After surgery, the patient returned to the hospital on (B)(6) 2012 and she was diagnosed with a recurrent ventral hernia and underwent lysis of abdominal wall adhesions and recurrent ventral hernia repair. On or about (B)(6) 2017, the patient presented to the hospital and was diagnosed with a recurrent hernia with infected mesh and enterocutaneous fistula and she underwent incision and drainage of abdominal wall abscess, removal of infected mesh, closure/excision of fistula, small bowel resection, placement of wound vac, and recurrent hernia repair. No other information was provided.

Manufacturer narrative:
Internal investigation into strattice lot s10674 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of 2 feb 2023, of the 224 devices released to finished goods for lot s10674, 174 have been distributed with 101 reported as implanted. Based on our internal investigation with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. As reported in the initial: this legal event is being reported as serious injury due to the reported complications with surgical intervention. The internal investigation is pending and will be reported in a follow up report along with the investigation conclusion.

Event description:
It was reported through a legal event that a 75 year old patient had ventral hernia repair surgery on or about (B)(6) 2010. During decedent¿s hernia repair surgery, decedent¿s surgeon implanted a strattice mesh; (B)(4), 0616002. After surgery, the patient returned to the hospital on (B)(6) 2012 and she was diagnosed with a recurrent ventral hernia and underwent lysis of abdominal wall adhesions and recurrent ventral hernia repair. On or about (B)(6) 2017, the patient presented to the hospital and was diagnosed with a recurrent hernia with infected mesh and enterocutaneous fistula and she underwent incision and drainage of abdominal wall abscess, removal of infected mesh, closure/excision of fistula, small bowel resection, placement of wound vac, and recurrent hernia repair. No other information was provided.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported complications with surgical intervention. The internal investigation is pending and will be reported in a follow up report along with the investigation conclusion.